Event description:
It was reported to philips that the device's battery is "not giving backup." It was reported to philips that the device's battery is "not giving backup"

Manufacturer narrative:
This MDR was submitted as a duplicate of MDR 1218950-2018-08085 (reported 10/15/2018 at 8:06am) and will be canceled. (B)(4).